Event description:
It was reported that patient was revised on a left knee due to infection.

Manufacturer narrative:
Additional devices listed in this report: 64952105 gmrs small femoral bushing. 64952010 gmrs dist fem comp sml l 65mm. 64956060 gmrs extension piece 60mm. 64956070 gmrs extension price 70mm. 64812130 mrhk bumper insert - neutral. 64952105 gmrs small femoral bushing. 64812100 mrh tib rot comp xs-xl. 64952115 gmrs small axle. 64812140 mrhk tibial sleeve. 5510f302 triathlon cr fem comp #3 r-cem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding infection involving a mrhk tibial insert was reported. The event was not confirmed. Visual, dimensional, and functional inspections were not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review not performed as no lot ID was provided. Complaint history review not performed as no lot ID was provided. The exact cause of the event could not be determined because insufficient information was provided. A trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
It was reported that patient was revised on a left knee due to infection.